Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to stay closed. A field service engineer replaced the insep and reinstalled the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.